Event description:
The doctor tried to insert the cannula with introducer as a second attempt, the first cannula used was not successfully inserted. The cannula was difficult to insert. The doctor had to use a twisting technique in order to get the cannula inserted. It took approximately 30 minutes total for cannulation. The pt died two days later. The doctor said that the cannulation problem was not a direct cause, though the long time for the cannulation was a potential indirect cause.